Event description:
It was reported that during a gastric bypass procedure, in a patient more complicated than usual, a misfiring occurred when inadvertently the gastric calibration tube was stapled (due to loss of sensitivity). The surgeon was aggravated by the machine stuck which resulted in the need of cutting wall gastric tissue to release the tube and the machine, which resulted in two gastric perforations, which have been repaired with another machine and three additional loads. Additionally, due to the traction done to try to release the machine a rupture of the spleen's capsule occurred. There was a severe situation due to hemorrhagic potential, which have to be controlled with haemostatic swabs and application of haemostatic sealants (expensive materials). The surgery time was of five hours. Unknown how case was completed.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional follow up: even though the surgeon has been trained on the device it seems that he did not feel comfortable with the device and made some mistakes, e.g. He did not follow the usual protocol during surgery as he forgot to remove the gastric tube before firing the device. As the device got stuck they tried to remove it and damaged the tissue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional follow up: even though the surgeon has been trained on the device it seems that he did not feel comfortable with the device and made some mistakes, e.g. He did not follow the usual protocol during surgery as he forgot to remove the gastric tube before firing the device. As the device got stuck they tried to remove it and damaged the tissue.

Event description:
It was reported that during a gastric bypass procedure, in a patient more complicated than usual, a "misfiring" occurred when inadvertently the gastric calibration tube was stapled (due to loss of sensitivity). The surgeon was aggravated by the machine stuck which resulted in the need of cutting wall gastric tissue to release the tube and the machine, which resulted in two gastric perforations, which have been repaired with another machine and three additional loads. Additionally, due to the traction done to try to release the machine a rupture of the spleen's capsule occurred. There was a severe situation due to hemorrhagic potential, which have to be controlled with haemostatic swabs and application of haemostatic sealants (expensive materials). The surgery time was of five hours. Unknown how case was completed.